Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient was found expired in a hotel room by his daughter on (B)(6) 2015. The cause of death was reported to be unknown. It was reported that the patient rarely came in to the clinic and no information on concurrent medical conditions was available. It was reported that there were no alarms at the time the patient was found. No autopsy was performed.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. A full evaluation of the device could not be conducted as the device was not explanted. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.